Event description:
It was reported that balloon rupture occurred. The 100% stenosed target lesion was located in the moderately tortuous and moderately calcified left superficial femoral artery. A 4mm x 40mm x 146cm coyote es balloon catheter was advanced for dilation. During fifth inflation at 10 atmospheres for 30 seconds, the balloon ruptured. The device was removed using normal method without issue and the procedure was completed with a different device. No complications were reported, and the patient was in good condition post procedure.